Event description:
It was reported that the air detector was inoperable. No patient injury was reported.

Manufacturer narrative:
A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received for evaluation. Visual and functional testing were performed. During visual inspection, the tamper seal label was missing and there were scratches and cracks on the liquid crystal display (lcd) display. During functional testing, the reported problem was repeated and duplicated multiple times. The root cause of the reported issue was found to be a defective and inoperable air detector. The air detector was replaced. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms (B)(4).